Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: during use when the clip was used through the concerning port, something like a foreign material fell into the cavity. Confirmed it could be retrieved from the pt. New one was opened to complete the case with no problem. No pt harm, no bleeding. Operating time not extended. Tissue damage: no. No bleeding.